Event description:
It was reported that during an implant attempt, the right ventricular lead helix did not extend as it typically does and the fixation did not seem appropriate. The lead helix was retracted successfully, but then would not advance. The lead was not implanted; rather another lead was used. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the stylet was stuck in the lead-distal coil.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.